Manufacturer narrative:
Updated fields - b4, b5, b6, b7, e1 (initial reporter and email), e3, g3, g6, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they replaced the mufflers (0103-00-0631),(0103-00-0499). The unit passed all functional and safety tests and was returned to customer.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had an over temperature error during routine testing. There was no patient involvement.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had a failure. Same failure was repaired in (B)(6). There was no injury or harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, b5, b6, b7, h6 (medical device ¿ problem code, type of investigation, investigation findings, investigation conclusion, health effect codes), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they replaced the mufflers (0103-00-0631),(0103-00-0499). The unit passed all functional and safety tests and was returned to customer.

Manufacturer narrative:
Updated fields: b4, g1(contact person ¿ mfg site), g3, g6, h2, h6 (component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they replaced the mufflers. The unit passed all functional and safety tests and was returned to customer.

Manufacturer narrative:
Due to character restriction in block e1. E1 event site address: (B)(6). Updated field: b4, g3, g6, h2, h11. Corrected field: d10, e1 (event site address)

Event description:
N/a